Event description:
It was reported to boston scientific that after a sling procedure, the patient had a partial obstruction with the necessity to perform a slackening of the sling. Patient information is unknown.

Manufacturer narrative:
The lot number for the obtryx system is unknown; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated the device was implanted and will not be returned for evaluation, therefore a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.